Manufacturer narrative:
This report is submitted on (B)(6) 2022.

Event description:
Per the clinic, the patient experienced a magnet displacement secondary to an MRI. The magnet was replaced on (B)(6) 2022.

Event description:
Per the clinic, the patient was treated with oral and topical antibiotics (specific date and duration not reported).